Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received no delivery alarms. Customer experienced high blood glucose level of 200 mg/dl and had gone up to 400 mg/dl. The customer treated with bolus delivery. Troubleshooting was performed and no delivery was resolved with a completed set change. Products would be replaced.